Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low magnesium (mg) results generated by unicel dxc 800 pro synchron chemistry analyzer for two patients. . The erroneous results were not reported out of the laboratory. Subsequent testing on an alternate analyzer produced higher results. There was no effect to the patients or user.

Manufacturer narrative:
The samples were sera from primary green top tubes. The customer reported no qc issues or system error messages. A bci field service engineer (fse) visited the site on (B)(4) 2010 and replaced the sample syringe sheer valve, which resolved the issue.